Event description:
While MFR's engineer was making some adjustments on table (unit had been going to approximately 93 degrees trendelenburg) two main bearings broke off due to a failure in the casting on the main sector. At that time, the table moved down a few inches and, if the two smaller bearings in the front of table had failed, the table could have fallen off. Luckily this incident did not involve a patient, but it is rptr's opinion this casting should not break. If there had been a patient on the table, there could have been grave consequences. (*)